Event description:
It was reported to philips that the system was unable to perform x-ray exposures due to generator communication issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power circuit, relay, auxiliary contact, tube service package, power contactor, and other components, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).